Event description:
An ophthalmic nurse reported that during a cataract extraction with an intraocular lens (iol) implant procedure, surgeon noted a white filament in paracentesis and it was removed with forceps and the surgery was completed. No further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).